Event description:
During analysis of a patient in full cardiac arrest, the zoll defibrillator interpreted the rhythm as non-shockable. The patient was in ventricular fibrillation. On a second analysis a couple minutes later, it correctly identified the patient rhythm and prompted a shock correctly.